Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein one lead was explanted and replaced. Effective therapy was restored to address the issue. The investigation did not determine the lead that was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: scs lead, model 3186, UDI: (B)(4), serial: (B)(4). Batch: a000116279. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.